Manufacturer narrative:
Pump was received with normal operating currents and no unexpected replace battery now alarm noted. Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance . After disconnecting and reconnecting the internal battery connector on , the pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.